Event description:
It was reported that during surgery once the device was turned on it immediately turned off. No harm or delay were reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
No additional information is available.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined there was a cable contact issue and the unit will be scrapped. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.